Manufacturer narrative:
The patient underwent successful revision surgery for a distal femur which was originally implanted in 1992 and revised in 1999. The need for revision has been attributed to aseptic loosening related to bone issues. There have been no reported complications from the revision. This complaint will be tracked and trended. Device not returned.

Event description:
The patient received a custom distal femur implant in 1992, and underwent revisions to the device in 1999, 2001 and 2005. The surgeon has now reported loosening of the proximal femoral stem of the implant. The surgeon has ordered a custom replacement device to replace all components currently in situ, with the exception of the tibial casing.

Manufacturer narrative:
The original custom device was implanted 23 years ago in 1992, and was subsequently revised in 1999, 2001 and 2005. A review of the x-rays has confirmed the reported loosening. The investigation is ongoing. The revision procedure has not yet been scheduled. Additional patient information and the explanted device is being requested. A supplemental report will be submitted.

Event description:
The patient received a custom distal femur implant in 1992, and underwent revisions to the device in 1999, 2001 and 2005. The surgeon has now reported loosening of the proximal femoral stem of the implant. The surgeon has ordered a custom replacement device to replace all components currently in situ, with the exception of the tibial casing.